Event description:
The user facility reported that during patient procedures their vividimage surgical monitor was flashing and flickering. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage surgical monitor and found that the monitor was distorted and that the power supply was defective. The technician terminated and reset the connection on the monitor, replaced the power supply, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported. The user facility reported serial numbers (B)(6).